Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2013, it was reported by the ssu at maquet medical (B)(6), that the hl20 console displayed er23 on pressure channel 1. The green led indicator on the pressure and air emboli module was off and all the yellow communication led's were blinking. (B)(4).